Manufacturer narrative:
Section a2, a3, a4: patient information was requested but not provided. Main investigation conclusion no device-related issues were reported in association with the event. It was reported through patient outcome that the patient underwent a heart transplant on (B)(6) 2019. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The heartmate ii lvas IFU, rev. H, and the heartmate ii patient handbook, rev. G, are currently available. Although no device related issues were reported, this IFU lists all potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(6)) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6)2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a heart transplant. No additional information was provided.